Event description:
It was reported that a patient presented with post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was not known.

Event description:
New information received indicates programming changes were performed to resolve the issue. The patient was in good condition before, during, and after the changes.